Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the complaint 950a81 adult ventilator dual heated circuit kit was not received at fisher & paykel healthcare. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: customer reported that a leak was observed to a component of the circuit. Conclusion: without the complaint device, we cannot conclusively determine the cause of the reported failure mode. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit met the required specifications at the time of production. The user instructions which accompany the 950a81 adult ventilator dual heated circuit kit illustrate state the following: "perform a pressure and leak test on the breathing system before connecting to a patient." "Check all connections are tight before use." The user instructions also warn the user: "set appropriate ventilator or flow source alarms to monitor therapy delivery."

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a leak was observed from a component of the 950a81 adult ventilator heated circuit kit. There was no reported patient involvement.